Manufacturer narrative:
Additional information was received that that the patient¿s revision was cancelled. No further course of action.

Event description:
A report was received that the patient was experiencing pocket discomfort due to ipg migration. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pocket discomfort due to ipg migration. The patient will undergo a revision procedure.